Manufacturer narrative:
As per the recent information, it was found that, this is not a valid complaint. Hence it will not be reportable in USA. Please cancel mfg report number 2249723-2024-0005135 in your database.

Manufacturer narrative:
Due to character limitation in e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit parts were replaced, as per previous fault detection of device.